Event description:
The manufacturer received information alleging a patient experienced idiopathic pulmonary lung cancer that they stated "may be due to the use of a respiratory device of philips brand" that was used daily from september 2008 until its replacement in 2022 (unspecified make/model for replacement device). The patient reported receiving the diagnosis of idiopathic pulmonary fibrosis in (B)(6) 2025 following recurrent symptoms of cough, cysts, and mucus and a chest x-ray showing ground-glass opacities at the lung bases. It was reported that ongoing treatment is being implemented. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.